Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test could not be performed due to the distal portion not meeting the required lead length specification.

Event description:
It was reported that lead perforation was observed post-implant. The patient was symptomatic with chest pain and stimulation. Low r-wave amplitude and no capture were detected. Lead dislodgement was also noted. The lead was successfully explanted and replaced. There were no other adverse events.